Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: 6-minute walk test predicts prolonged hospitalization in patients undergoing transcatheter mitral valve repair by mitrclip.

Event description:
This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to single leaflet device attachment (slda). Details are listed in the attached article, titled 6-minute walk test predicts prolonged hospitalization in patients undergoing transcatheter mitral valve repair by mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI) number is not known because the part and lot number was not provided. The device was not returned for analysis. A review of the complaint history could not be performed as this incident is based on an article review in which no part/lot information of the mitraclip was provided. Based on the information reviewed, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Although a conclusive cause for the reported slda, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.